Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed for the wolf lumitip dissector as the relevant lot number was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
On (B)(6) 2018 during a totally thorascopic maze procedure, the surgeon was using a wolf lumitip dissector around the posterior right pulmonary vein. When the surgeon was going around the posterior right pulmonary vein with the mid1, he encountered some resistance. The surgeon could see the lighted tip from the mid1 on the other side and continued around the right pulmonary veins where bleeding was observed that necessitated doing a sternotomy. Once the procedure was converted to a sternotomy with the patient on pump, the surgeon found the area of the bleed at the posterior right pulmonary vein where he used a few sutures which did stop the bleeding. The decision was made to continue with the maze work with the ablation completed with the coolrail device and an ach clip placed on the laa. During the ablations, the patient went into sinus rhythm. The patient did not receive any heparin and the bleed did not necessitate a blood transfusion. During last report, the patient status was fine.